Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during setup for an unspecified procedure, black material was observed coming from the cystonephrovideoscope. No patient harm was reported.